Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive. All other keypad buttons were responding to button presses as expected. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a dim/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The distributor contacted animas on (B)(6) 2012 stating that up arrow, down arrow, and ok keypad buttons were unresponsive. There is no further information regarding the complaint at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).